Event description:
It was reported that this right ventricular (rv) lead was successfully implanted with normal implant testing results. While the pocket was being closed, this rv lead exhibited loss of capture (loc) at high outputs. The patient was not pacemaker dependent and had an escape rhythm of 35 beats per minute (bpm). Capture outputs were noted to be high (5 plus volts) in bipolar configuration, and no capture was noted at high outputs in unipolar configuration. An ultrasound was performed and confirmed a lead perforation and pericardial effusion. An attempt was made to place a drain; however, difficulty was encountered, and a drain was unable to be placed. Some of the fluid in the pericardial sac was then removed with a syringe. The patient remained hospitalized for overnight evaluation. Evaluation the following day noted vast improvement in capture thresholds in bipolar configuration. The physician decided to leave the lead in place and continue to monitor the patient through routine in clinic follow ups. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of perforation, cardiac was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was successfully implanted with normal implant testing results. While the pocket was being closed, this rv lead exhibited loss of capture (loc) at high outputs. The patient was not pacemaker dependent and had an escape rhythm of 35 beats per minute (bpm). Capture outputs were noted to be high (5 plus volts) in bipolar configuration, and no capture was noted at high outputs in unipolar configuration. An ultrasound was performed and confirmed a lead perforation and pericardial effusion. An attempt was made to place a drain; however, difficulty was encountered, and a drain was unable to be placed. Some of the fluid in the pericardial sac was then removed with a syringe. The patient remained hospitalized for overnight evaluation. Evaluation the following day noted vast improvement in capture thresholds in bipolar configuration. The physician decided to leave the lead in place and continue to monitor the patient through routine in clinic follow ups. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.